Event description:
Company representative has reported an incident of where the arm tube broke near the mounting hardware on the left arm. It was reported that the affected part has been replaced and there was no injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 6 years, 5 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare.